Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of beeping power battery manager board (pbm) was a defective pbm. The cause of the defective pbm is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a battery communication failure yellow alarm during preventative maintenance. The console was boot cycled and when the console completely powered on, the console buzzer began to alarm. It was noted that the console was on battery power. No patient involvement.